Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed in preventive maintenance and pressure disk will not pass the test even after replacing the disk. There was no patient involvement.

Event description:
It was reported that the device had failed in preventive maintenance and pressure disk will not pass the test even after replacing the disk. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, c, g codes and manufacturer narrative. Root cause: the probable cause of the reported device had failed in preventive maintenance and pressure disk will not pass the test even after replacing the disk was not identified during the customer call. Tech support recommended sending the unit in for repair services.